Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test and prime test. The insulin pump was received stuck in motor error loop during bolus/basal delivery. No motor position encoder error alarm noted in the alarm history screen. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to perform the excessive no delivery test and occlusion test due to motor error alarms. The insulin pump had minor scratched display window, cracked battery

Event description:
It was reported the customer had a motor error alarm. The customer's blood glucose was unknown. Customer agreed to return the insulin pump for analysis.